Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was post lumbar laminectomy syndrome. There was painful peripheral neuropathy. The clinical diagnosis was spinal cord stimulator charging. The outcome was resolved without sequelae. Interventions included explanting and replacing the device. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as patient related recharge process. The patient had physical difficulties with recharging.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was difficulty charging the pulse generator.

Manufacturer narrative:
(B)(4) .

Event description:
The consumer and a manufacturer representative reported that the patient was having difficulties or was unable to charge their implantable neurostimulator (ins). The patient was lean and the device was loose in the pocket. No weight change was reported. The patient had very loose skin and the pocket was too big so the ins moved around in the pocket. This led to the patient needed to chase their ins with the recharging antenna. Having to chase the device frustrated the patient. The ins slipped around even when they used a spacer on the belt or used adhesive disks. The patient experienced discomfort at the ins pocket but they did not want to move the device to their abdomen. These issues had been present since implant. The impedances were checked and all were within normal limits. The patient had requested a surgical consult with their doctor to possibly change to a primary cell device because of the recharging issues. The patient had good pain relief and therapy coverage. The patient was indicated for radicular pain syndrome. No interventions or outcome were reported regarding this event. If additional information is received, a follow-up report will be sent.